Manufacturer narrative:
Date of events: dates are estimated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. Based on the information reviewed the reported death cannot be determined. Death is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Attachment: article titled, ¿repeat mitraclip therapy for significant recurrent mitral regurgitation in high surgical risk patients¿.

Event description:
This is filed to report death. It was reported through a research article that 21 patients had to undergo a follow up mitraclip procedure within three years of undergoing an initial procedure. Of those 21 patients, the implanted mitraclip may have cause or contribute death. Details are listed in the attached article, titled ¿repeat mitraclip therapy for significant recurrent mitral regurgitation in high surgical risk patients.¿ no additional information was provided.

Manufacturer narrative:
H6: investigation conclusion code 4311 was removed.